Event description:
Reporter noted metal dust in clear corneal wounds and also in capsular bags of a few patients during recent slit lamp examinations. Felt it was a significant problem in a couple of patients although it has not been associated with any visual loss.